Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had leakage between the blue winged cap and distal luer. This issue was discovered after filling at the hospital, during storage. It was further reported that the blue winged cap was securely tightened; however, the solution came out of the blue winged cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from november 19, 2020 - november 20, 2020. H10: the evaluation of the actual device was completed. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of the fluid inside the bag was found to be the untightened blue winged cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was then monitored until the next day. The next day, no signs of leak were observed. The sample was found to be conforming product and the cause of the fluid that leaked inside the bag was determined to be user error. The product labelling (IFU, instructions for use) indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.